Manufacturer narrative:
(B) (4). The ge service rep replaced the controller and node pcb, flashed nodes and re-loaded the system software using utility suite. The system operates as intended.

Event description:
The customer reported that they were receiving generator errors and the system needed to be re-booted. No patient injury was reported.